Event description:
Device 2 of 2. Reference MFR report #: 1627487-2014-25120. It was reported the pt's scs system was explanted due to an (B)(6) infection. It was also reported the pt was hospitalized for 5 days and was given a PICC line and is being treated with a IV. The date is unk when the patient was diagnosed with the infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.